Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced persistent hyperglycemia with cgm values peaking in the mid-350s for several hours after a large meal while using an infusion set on the abdomen with a g7 cgm; the user performed an infusion site change as advised, the removed cannula was not bent, and glucose began trending down thereafter. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and the medical device problem and device component could not be determined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.